Event description:
Patient fell as he stepped backwards from mulch onto his driveway. The patient suffered a fracture to the femur which required screws. Patient is recovering well.

Event description:
Patient fell as he stepped backwards from mulch onto his driveway. The patient suffered a fracture to the femur which required screws.